Event description:
Caller reported a cgm error 42 and participated in troubleshooting with technical support. There was no adverse impact to the customer's blood glucose level. Customer was successfully guided through a pump reset, and after the reset, the cgm error code did not reappear, allowing them to start their sensor session without further issues.